Event description:
It was reported that the patient was symptomatic with right ventricular (rv)-only pacing. The pacemaker was explanted and replaced on (B)(6) 2026 while the rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-05721, as further review determined that the reported issue pertained to the left ventricular (lv) lead rather than the right ventricular (rv) lead. The lv lead issue was previously reported in 2017865-2023-51625